Event description:
My brother (B)(6) was found deceased in his apartment on (B)(6) 2021. He was found with his CPAP machine on. He was a young, healthy 44-year-old male. We asked for an autopsy, but it was limited by the medical examiner's incompetence 1. Due to the decomposition (he was found 2 days after we last spoke to him), and 2. We are unsure if the examiner even completed a full autopsy since he was later arrested in (B)(6) for not performing autopsy's properly, and 3. When the me was arrested his file was taken with the texas rangers, but they stated it could not be located. The CPAP machine he had on was a dreamsation CPAP humid dom.